Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
The following was reported to gore. On (B)(6) 2016, this patient underwent emergent endovascular treatment of a ruptured abdominal aortic aneurysm and was implanted with five gore® excluder® aaa endoprostheses featuring c3® delivery system. The physician had planned to implant the endoprosthesis just distal to the lowest renal artery; however the proximal neck became accordion-shaped (spasm) due to guide wire manipulation and the physician chose to deploy the device more distal than he had planned. The clinical specialist was not present at the procedure and no case report of the initial procedure is available. On unknown date in 2018, a suspected proximal type I endoleak was identified during a routine follow-up. On (B)(6) 2018, the patient underwent endovascular re-intervention for treatment of the suspected proximal type I endoleak. An additional gore® excluder aortic extender component and a medtronic endurant¿ I aortic extender were placed proximally just below the lowest renal artery. It was reported that the proximal type I endoleak was not clearly visible on an intra-operative angiography and it was difficult to determine if the endoleak existed, or was resolved. Final angiography showed no proximal type I endoleak. Additionally, it was reported that pre-operative computed tomography and intraoperative angiography had identified a suspected type ii endoleak originating from several sources. No treatment was performed for the type ii endoleak which will be monitored by the physician. The patient tolerated the procedure. The physician stated that the morphology of the abdominal aortic aneurysm had changed since the since the initial procedure. The type ii endoleak may have contributed to the change in the morphology of the aneurysm.